Manufacturer narrative:
Concomitant products: product ID: 5076-58 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead exhibited high thresholds and undersensing. The leads were inactived and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.